Event description:
A non-healthcare professional reported with a description of the lens was not implanted as it did not load properly. The lens was disposed accidentally. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis; the lens was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).